Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, tested and verified the pressure test, each time it failed, was not reproduced during evaluation. A review of the event history log revealed ¿downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The force sensor recalibrated per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump tested and verified the pressure test, each time it failed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.